Event description:
It was reported that a spectrum pump failed to recognize door closure during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed to recognize door closure was not reproduced. A review of event history log revealed shut door- power off. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link screws are out of measurement. The link screw requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.